Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that the probe would not cut during a right eye vitrectomy procedure. The probe was aspirating. The product was exchanged and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Additional information provided in device available for evaluation, device evaluated by MFR?, evaluation codes and additional MFR narrative. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria in april and may 2016. A complaint history examination indicates there were no other complaints for the reported issue. A total of six probes samples were returned for evaluation: sample 1 ¿ nonconforming the returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. There was slight wear at the inner cutter bend area. Sample 2 ¿ conforming the returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. Sample a ¿ conforming the returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. Sample b ¿ nonconforming the returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 60 to 90 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. Wear is present at the inner cutter bend area and cutting edge. The actuation test was retested after its disassembly and was then deemed conforming. Sample c ¿ conforming the returned sample was visually inspected and deemed nonconforming. The rear cone does not fit properly. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. Sample d ¿ nonconforming the returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. Wear is present at the inner cutter bend area. The complaint evaluation does not confirm that three probes had a cutting issue (samples 2, a & c). The probes met their specification for both visual and functional performance, with acceptable cutting. Three samples were confirmed to have nonconforming cut performance. The root cause for one poor cutting probe was due to the probe being used for 60 to 90 minutes in surgery (sample b). The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use greater than this typical timeframe. This usage will wear and damaged the inner cutter such that the cutter movement becomes impeded. The root cause for the last two samples (samples 1 & d) cannot be determined from this evaluation. The mostly likely cause for the poor cutting is from a damaged inner cutting edge or an incorrect cutter bend angle. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutter movement. An investigation has been completed and action implemented to reduce the frequency of probe complaints having cutting issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no other complaints associated with the lot for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptance criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).